Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿liner breakage intra-op. Patient underwent total hip arthroplasty on (B)(6) 2024. The ceramic liner fractured during the surgery. Remove all visible debris. Then, the product with the same code was replaced to complete the surgery. Prolonged surgery over half an hour. The patient was in stable condition now.¿ the product was not returned to depuy synthes, however photos were provided for review. Attachment "(B)(4)". Review of the photographic evidence revealed that the ea delta cer insert 36idx54od has the rim fracture into multiple pieces. Several broken fragments can be observed on the provided evidence. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881754 / 4252441] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the ceramic liner would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review : a manufacturing record evaluation was performed for the finished device [121881754 / 4252441] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage intra-op. Patient underwent total hip arthroplasty on (B)(6) 2024. The ceramic liner fractured during the surgery. Remove all visible debris. Then, the product with the same code was replaced to complete the surgery. Prolonged surgery over half an hour. The patient was in stable condition now.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : liner breakage intra-op. Patient underwent total hip arthroplasty on (B)(6) 2024. The ceramic liner fractured during the surgery. Remove all visible debris. Then, the product with the same code was replaced to complete the surgery. Prolonged surgery over half an hour. The patient was in stable condition now. The ceramic liner was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned sample revealed that ea delta cer insert 36idx54od has the rim fracture. However, the broken fragments were not returned for evaluation, therefore the ceramic liner cannot be completely reconstructed. There are fragments missing which could potentially yield further information if they were available. Additionally, symmetrical metal transfer patterns around the whole circumference of the center and top section of the taper was not found; this metal transfer patterns indicate a correct taper fit between the ceramic liner and the acetabular cup. However metal transfer was found on the bottom section of the tapper this indicates a tilted position of the insert during the impaction. Next to the fracture surface, metal transfer can be found which indicated small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is assumed that the liner fractured due to a point load caused by a misaligned position of the insert in the metal cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the ceramic liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established. Consideration must be given to all potential influences during the surgical process. A manufacturing record evaluation was performed for the finished device [121881754 / 4252441] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review : a manufacturing record evaluation was performed for the finished device [121881754 / 4252441] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.